Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No unexpected frozen display anomalies. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a frozen display and a keypad anomaly on the insulin pump. Customer mentioned that she also had a button error. Customer stated that none of the keys are working on the pump and the pump is frozen. Customer was trying to put in a bolus and food amount. Customer was putting in her settings for her carbs when the pump screen froze. Customer stated that the time went from 8:04 pm to 8:05 pm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.